Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an alarm on the insulin pump. The customer then mentioned two events that required medical assistance due to low blood glucose levels. On the first event, two months ago, the customer was treated by the paramedics due to a low blood glucose reading of 22 mg/dl. The customer was at home and felt the sudden onset of hypoglycemia. On the most recent event, the customer was treated by the paramedics after being in a car accident. The customer stated that her blood glucose reading was 18 mg/dl when the paramedics arrived to the scene of the accident. Troubleshooting on the insulin pump was not possible due to the repeated alarms. Nothing further was reported.